Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: unexplained power on resets were recorded in the black box. The battery cap was not returned with pump. Test cap used to complete investigation due to no cap returned. No loss of power during investigation. The battery compartment was cracked below the grip. Threads on battery compartment intact. Able to fully tighten test cap. Opened pump. No internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.